Manufacturer narrative:
(B)(4). Method: the complaint mr850 was returned to fisher & paykel healthcare in (B)(4) for investigation, where it was visually inspected and electrically evaluated. Results: visual inspection revealed no signs of impact damage. Performance testing revealed that the audible alarm could not be heard. The alarm buzzer was inspected and the coil resistance was found to be open circuit. Conclusion: we are unable to determine what may have caused the open circuit of the returned mr850. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in (B)(4) reported that the audible alarm of an mr850 respiratory humidifier was not working. No patient consequence was reported.